Manufacturer narrative:
It was reported that the urinary catheter's drainage bag "clogged" with sediment and the urinary catheter was replaced. After multiple good-faith attempts, the facility contact was unable or unwilling to provide additional patient or product information related to this incident. It is unknown how long the urinary catheter was inserted for prior to noticing the reported "clog." No impact to the patient or to the patient's stability was reported. No additional details related to this incident were reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the need for medical intervention to replace the urinary catheter, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter's drainage bag "clogged" with sediment and the urinary catheter was replaced.

Manufacturer narrative:
The manufacturer received communication from the facility contact with information related to the reported incident. The facility contact confirmed that the 18fr urinary catheter was required to be removed and replaced. There was no report that this 18fr urinary catheter experienced the reported "clog." No additional information was provided to the manufacturer regarding the reported incident. No further medical intervention or follow-up care reported. No impact to the patient or the patient's stability reported. No sample was returned to the manufacturer for evaluation. A root cause for the reported product issue could not be determined. If additional relevant information becomes available another supplemental medwatch will be filed.